Event description:
It was reported that during a stereotactic breast biopsy, while trying to take the second sample, the cutter wouldn't rotate to make the cut. There was a burning smell coming from the control module and the case was aborted. It was determined that the dc motor adapter was cracked on the blue connector port. The patient will be rescheduled for a case. There was no consequence to the patient.